Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 410-650 mg/dl range and diabetic ketoacidosis. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer was using lyumjev insulin. Tandem customer technical support informed customer that lyumjev is off label per the user guide. Additionally, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged high blood glucose issue could not be verified. Additionally, the alleged malfunction issue was verified.